Manufacturer narrative:
D10 concomitant products: energy platform vlfx8gen fx series - vlfx8gen, serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the patient had 1st degree burn on the thigh area where rem pad was placed; however, photo was submitted showing 2nd degree burn on the patient's thigh. The burn was caused by the rem pad and there was no issue with the generator unit. All values were within safe operational ranges, and the unit passed all functional and safety tests. No treatment was given at the burnt site.